Event description:
A patient diagnosed with advanced breast cancer underwent powerport m.r.I. Isp port implantation via the right subclavian vein on (B)(6) 2024, to facilitate chemotherapy. On (B)(6) 2025, during a hospital visit for chemotherapy, it was discovered that the catheter had fractured. Dsa imaging revealed that the fractured catheter had migrated into the heart, with its distal end reaching the hepatic artery. A three-hour surgical procedure was performed under dsa guidance to successfully retrieve the dislodged catheter. Additionally, there was difficulty drawing blood back. The patient recovered without further complications.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Nonconformances in subassemblies were examined as well as applicable process controls/inspections and changes to those controls. No evidence was found to show that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: although the physical device was not returned for evaluation, a fluoroscopic video was returned and reviewed/analyzed. The video depicts snare retrieval of the migrated catheter. Assessment found that in this case, complete catheter disruption occurred after device implantation, via a right subclavian access. The catheter migrated to one of the hepatic veins and has subsequently retrieved from a femoral venous access. No image of the device prior to the event is provided. The cause of this occurrence is indeterminate from this video. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, and migration issues, as well as the reported aspiration issue as breakage would be expected to affect the ability to aspirate. A definitive root cause could not be determined based upon the provided information. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with advanced breast cancer underwent powerport m.r.I. Isp port implantation via the right subclavian vein on (B)(6) 2024, to facilitate chemotherapy. On (B)(6) 2025, during a hospital visit for chemotherapy, it was discovered that the catheter had fractured. Dsa imaging revealed that the fractured catheter had migrated into the heart, with its distal end reaching the hepatic artery. A three-hour surgical procedure was performed under dsa guidance to successfully retrieve the dislodged catheter. Additionally, there was difficulty drawing blood back. The patient recovered without further complications.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.